Event description:
The customer reported that the alarm had no alarm tone. No patient injury was reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product found that the alarm has power but no alarm sound. The on/off switch is recessed. The sensor pad has evidence of being folded, has dead spots, and does not work. (B) (4).